Manufacturer narrative:
Batch review performed on (B)(6) 2023 lot 2103095: 120 items manufactured and released on (B)(6) 2021. Expiration date: 2026-04-13. No anomalies found related to the problem. To date, 113 items of the same lot have been sold without any similar reported event during the period of review. Additional item involved in the event, batch review performed on (B)(6) 2023: cup: mpact 01.32.148mb double mobility acetabular shell ø48 (k143453) lot. 2102139 lot 2102139: 28 items manufactured and released on (B)(6) 2021. Expiration date: 2026-06-07. No anomalies found related to the problem.to date, 27 items of the same lot have been sold with another similar reported event during the period of review.

Event description:
After medacta primary surgery performed on (B)(6) 2022 (previously the patient had competitor devices), on (B)(6) 2022 the patient came in reporting pain due to joint dislocation (dm liner from the dm cup) and the cause is unknown. The surgeon revised the cup, liner, head, and proximal body of the stem. The surgery was completed successfully.